Event description:
Five pts recently experienced difficulty with kendall urological urine meter drainage sets. Pts had full bladders, but will not draining due to potential problems with urine meters. Several pts had CT scan & meds for anuresis which were unnecessary. Problems immediately, reported to kendall co. Who prompthy responded. Submitting FDA report for trending purposes. Although it is difficult to determine exact cause of facility's drainage issues until co has had opportunity to inspect product, it is generally recognized that this type of drainage phenomenon may occur when urine meter is improperly laid down upon floor, (as reportedly has occurred in o.r.), and are allowed to fill with urine. When placed down upon floor, urine, (which contains salts, proteins, tissue and other biologicals), may come in contact with hydrophobic (water repelling) filters found on meters. These biological components have been known to coat filter & interfere with gas exchange required for efficient urine drainage. Once pt returns to their room & meter is positioned in a proper manner, urine collection system begins to fill. With filters performance degraded by the biological components, pressure could slowly begin to build within meter, until such time that it interferes with normal urine drainage. To alleviate pressure build-up & to verify that such a situation has occurred, co suggests that nursing staff be instructed to remove any tubing loops in system & "burp" meter by lifting the blue drainage port located on bottom right hand side of meter, to a position slightly higher than horizontal. This manipulation will dump the urine from meter & into collection bag. Taking care not to contaminate themselves, healthcare practitioner would simply squeeze open blue drain spout to "burp" meter & release any pressure contained with system. This sample procedure should allow urine to flow freely from pts bladder & into collection sys. If this technique is successful, then it is likely that meter filters were wet-out at some point in time during their use. If it was unsuccessful, then it is recommended that you inspect drainage line for any possible obstructions. As always, replace system if deemed necessary. Co also discussed possibility that your issue with slow drainage may be result of mfg problems, or with vacuums produced during our sterilization cycles. Co is actively investigating these potential causes. However, co feels they are unlikely scenarios since our qa records indicate that co is not experiencing any other complaints of this nature. In an effort to rectify your situation, co has offered to provide your facility with a thorough product in-servicing to help point out finer handling practices that optimize product performance. In meantime, upon your request, kendall will replace, free-of-charge, your existing urine meter product inventory.